Event description:
(B)(4). Treatment of two sidewall aneurysms located the left ica (internal carotid artery). The first lesion was a small fusiform aneurysm measuring 10mm x 6mm and the second lesion was a large saccular aneurysm measuring 11mm x 4.3mm. The patient presented with neurological symptoms of left-sided weakness, blurry vision, and headache. The patient was on plavix and aspirin prior to the procedure and given heparin intra-operatively. On (B)(6) 2012, the patient underwent pipeline embolization treatment involving two pipelines (5mm x 18mm and 5mm x 16mm). Angiogram runs noted the pipelines to be in good condition but with incomplete wall apposition. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipelines to achieve full wall apposition. No additional treatment was required and no adverse events were associated with the procedure. On (B)(6) 2012, the patient was discharged. During the last follow-up on (B)(6) 2014, angiogram showed a completely occluded aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will no be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77500-16 / lot: jl11-055; dom: 22 jul 2011; exp: 22 jul 2014. (B)(4).